Manufacturer narrative:
Evaluation summary: the analysis results found that both devices were returned with the blade scratched and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states" "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionaly tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during a lap sigma procedure, the devices has an error code. Used another instrument to complete the procedure with no pt consequence.